Event description:
As reported by the user facility: tobramycin initial dosed at 1418. Pump alarming occlusion. Manual flush per rn, PICC line flushed with slight resistance, positive blood return noted, rate decrease. Pump alarmed occlusion several times during infusion. Total time of tobramycin infusion was approx 2 hours, when ordered to infuse over 30 minutes. Md notified. Tpa ordered for PICC line. Pump continued to alarm occlusion after tpa instilled and PICC line continued to have good blood return and flushed well. Pump changed. New pump did not alarm with same tubing at intended rate for tobramycin to infuse. MFR - 9610825-2014-00208.